Event description:
Customer reported via phone call that they experienced a high blood glucose 400 mg/dl. It was unknown if the customer was using the pump smartguard feature. The customer mentioned that they dripping blood at infusion set site. The customer was declined troubleshooting. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.